Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the alleged event. No root cause can be confirmed at this time.

Event description:
During literature review it was identified there were 174 complications encompassing 15 studies with 336 magec patients. Of the reported complications, there were four wound issues. No other information was provided.